Event description:
It was reported that the thread of the punch handle was broken during the compactor and the handle were impacted with the hammer. Impaction tool of the handle was used for removing the remained compactor from the bone and shaping the femur.

Manufacturer narrative:
An event regarding the fracture of a threaded tip on a scorpio handle was reported. The event was confirmed. Method & results: -device evaluation and results: the handle fractured through the threaded tip at the root diameter of the second thread from the body. The threaded tip of the handle remained engaged within the female threads of the punch and was free to rotate. The fracture originated from multiple locations and occurred over multiple loading cycles. -medical records received and evaluation: there are no evidence patient factors were involved in the reported event. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: the complaint databases show there have been 2 other events for the lot referenced. Conclusions: the investigation concluded that the tip of the scorpio handle broke in a bending overload condition. No manufacturing defects were observed.

Event description:
It was reported that the thread of the punch handle was broken during the compactor and the handle were impacted with the hammer. Impaction tool of the handle was used for removing the remained compactor from the bone and shaping the femur.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.